Event description:
Repair request initiated for device with report of overheating. It was reported doctor/scrub techs hands were burned. Repair request escalated to a product event due reason for return.

Manufacturer narrative:
H3:product analysis: no conclusion can be drawn as the device was not at returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determine that the device was tested and the temperature rise was measured to be 120.5°f. The likely cause of failure is inadequate preventative maintenance. It was also noted internal corroded, shaft broken/cracked, bearing worn, motor seized, laser marking faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up, it was reported that the drill in for overheating and was hot to touch, nobody suffered burns.